Event description:
Male patient reported that since he had a tecnis one piece zcb0000180 implanted in his left eye he has a ''loss of contrast sensitivity''. He reports that he has ''lost'' the red spectrum when looking at things. Red colors look white. He also noted that blue color appears more purplish. He is no longer driving at night and is not very comfortable with driving in the daylight either. At his day one post-op visit visual acuity was 20/25. He saw his doctor for follow up on 12/29/14 but did not discuss his symptoms with the physician.

Manufacturer narrative:
In follow up the patient also mentioned he experiences a black edge and decreased peripheral vision on one side (negative dysphotopsia). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): lens remains implatned.loss of color contrast.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data - date of event: (B)(6) 2014. All pertinent information available to the manufacturer has been submitted. Placeholder.